Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
The surgeon saw a particle during the surgery and thought he had aspirated it. He had to do a secondary surgery to remove the particle. There were no consequences for the patient.